Event description:
Reporter indicated that on 1/14/97 non-capture was observed by the dr. When obtaining telemetry, lead impedance of 1391 ohms was measured and pacing threshold was increased to 8.1 v, 0.05ms. The output setting was changed to 5.4v, 0.5ms from 4.0v, 0.6ms and capture was observed.

Manufacturer narrative:
The coil wires fractured at the base of the connector pin as a result of fatigue.